Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the device was noted to be damaged during cleaning. It was further reported that the device was dropped by the operating room staff. It was reported that no incident or injuries occurred. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the neuro-tip was drilled and broken. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At that point, the neuro-tip of the burr device was in direct contact with the neuro-tip of the attachment device. When the drill device was started, the burr drilled into or through the neuro tip. The reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device had a bent/damaged tip. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. Spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.